Manufacturer narrative:
Failure analysis stated the insulin pump was received with unresponsive down arrow button due to corroded keypad traces. No button error alarms were noted. There were some traces of moisture were noted at lcd board per visual inspection. The display ramping on its own anomaly was not noted. The insulin pump was received with operating current switch in spec. There were no unexpected battery out limit alarms were noted. The pump passed displacement test. Analysis was unable to perform prime/a33 test, basic occlusion test, occlusion test and excessive no delivery test due to unresponsive down arrow button. The insulin pump was received a cracked case at lcd window corners and scratched lcd window. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly, moisture damage, battery out limit, and button error. The customer stated the numbers on their keypad were ramping. Customer's blood glucose was 349 mg/dl. Troubleshooting was performed and high pressure test was passed. The drive support cap appears normal. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.